Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
71538-01. Customer reported that on (B)(6) 2019 she received a lower reading from her adc freestyle libre sensor than a laboratory result. She further reported she contacted her healthcare provider because of the lower scans (sensor: 92 mg/dl vs meter: 161 mg/dl), after self-treating with apple juice. Customer noted the only symptom experienced was that she felt ¿flat¿. She then self-presented to a hospital where a laboratory result of 169 mg/dl was compared to a sensor scan result of 79 mg/dl. The readings when plotted on a parkes error grid fall into the ¿b¿ zone showing the difference in values is not considered to be clinically significant. Customer was diagnosed with hyperglycemia and treated with 500 ml of an ¿electrolyte¿ infusion. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported that on (B)(6) 2019 she received a lower reading from her adc freestyle libre sensor than a laboratory result. She further reported she contacted her healthcare provider because of the lower scans (sensor: 92 mg/dl vs meter: 161 mg/dl), after self-treating with apple juice. Customer noted the only symptom experienced was that she felt ¿flat¿. She then self-presented to a hospital where a laboratory result of 169 mg/dl was compared to a sensor scan result of 79 mg/dl. The readings when plotted on a parkes error grid fall into the ¿b¿ zone showing the difference in values is not considered to be clinically significant. Customer was diagnosed with hyperglycemia and treated with 500 ml of an ¿electrolyte¿ infusion. No additional treatment was reported. There was no report of death or permanent injury associated with this event.